Event description:
It was reported that the patient had chest wall stimulation from the rv lead. Lead repositioning is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.